Manufacturer narrative:
Adkisson cd, oldenburg wa, belli ev, harris as, walser em, hakaim ag. Treatment of a mycotic descending thoracic aortic aneurysm using endovascular stent-graft placement and rifampin infusion with postoperative aspiration of the aneurysm sac. Vascular and endovascular surgery. 2011;45(8):765-768. Doi:10.1177/1538574411418007. If information is provided in the future, a supplemental report will be issued.

Event description:
Adkisson cd, oldenburg wa, belli ev, harris as, walser em, hakaim ag. Treatment of a mycotic descending thoracic aortic aneurysm using endovascular stent-graft placement and rifampin infusion with postoperative aspiration of the aneurysm sac. Vascular and endovascular surgery. 2011;45(8):765-768. Doi:10.1177/1538574411418007. Medtronic literature review found a report of patient complications in association a cragg-mcnamara infusion catheter. The purpose of this article was to present a case of a mycotic aortic aneurysm (maa) successfully treated with a novel approach comprising endovascular stent-graft placement with rifampin infusion and postoperative aspiration of the aneurysm sac. At 4-month follow-up, the aneurysm sac had resolved and the stent-graft remained in good position. The article does not state any technical issues during use of the cragg-mcnamara infusion catheter. The following intra- or post-procedural outcomes were noted: - on postoperative day 1, the patient was noted to have an absent left femoral pulse requiring reexploration and right-to-left femor al-to-femoral bypass for a femoral artery intimal flap felt unamenable to patch angioplasty.